Event description:
Customer reports that lancet device will not retract while using softclix puls. Customer reports no accidental needlestick. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.